Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument did not operate properly so it was removed. No fragments fell inside the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was an issue related to opening/closing the grips.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint of 'did not operate properly'. The instrument was found to have a broken pitch cable at the distal end. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.